Event description:
Follow up with the clinic indicated that the high voltage therapy for vf was appropriate. The patient¿s antiarrhythmic drug dose was adjusted, and oral anticoagulants were resumed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: 5076-52 lead implanted: (B)(6) 2010. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that right atrial (ra) lead undersensing was noted during atrial tachycardia/atrial fibrillation (at/af) episodes resulting in termination of events in progress. It was also reported that the patient received possible inappropriate high voltage therapy from the cardiac resynchronization therapy defibrillator (crt-d) for an episode of atrial fibrillation (af) with rapid ventricular response detected as ventricular fibrillation (vf). The ra lead and crt-d remain in use. No further patient complications have been reported as a result of this event.